Event description:
Curlin medical has learned of a reportable incident from a user facility. The incident reported involved a component (catheter) of a local anesthesia infusion kit. Per the customer's report, the catheter broke when the patient attempted to remove it from the surgical site (breast augmentation). According to the report, the patient felt resistance, but proceeded with the removal. The catheter remnant was removed. There is no report of injury from the complainant.

Manufacturer narrative:
Narrative: curlin medical acquired the suspect-device product line from mckinely medical on september 22, 2006. As a result of the acquisition, curlin has taken reporting responsibility for events occurring after september 22, for product that mckinley has manufactured and/or distributed. H3 - the catheter is assembled into a convenience pack along with other kitted components. The catheter in the kit is supplied by another device manufacturer, micor, inc. At this time, after requests by curlin, the complainant has not returned the device to make it available for evaluation by the catheter manufacturer. Additionally, the complainant has not provided model / lot number information or details related to the condition of the catheter. A conclusion for the break cannot be made by curlin medical. Curlin medical has forwarded the event information to the catheter manufacturer (micor, inc.) For evaluation under their complaint handling system. The device and additional information will be forwarded to micor, should it become available.